Event description:
It was reported to nuvectra that the patient experienced ongoing charging issues with the stimulator. Several external charging devices were replaced with no charging improvement. Subsequently, the stimulator was explanted.